Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned guide wire was missing its distal segment. Microscopic observation of the distal segment found that the coil wire stretched for approximately 10mm originating from the point approximately 5mm distal to the middle solder which was set at 20mm from the wire tip. The distal end of the stretched coil wire was fractured. Under the stretched coil wire, the inner coil wire was exposed. The inner coil wire remained in one piece. Approximately 6mm distal to the distal solder of the inner coil wire, the core composed of a straight core wire and a twist wire was found fractured. Each fracture end of the core was necked, suggesting that the tensile stress attributed to the wire fracture. The above measurement inferred that approximately 1.5mm of the core and approximately 14mm of the coil wire were not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied on the guide wire while its tip was being trapped by the deployed stent. Reviewing of the manufacturing records found no indication of product deficiency. Instructions for use states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] damage such as separation.

Event description:
It was reported that the pci was to treat a <75% stenosis in the first diagonal branch. A non-asahi guide wire was advanced to the lad and an asahi guide wire was advanced to the first diagonal branch by using jailed wire technique. Balloon dilatation of the proximal end of the first diagonal branch was made with a 3.0 x 20mm balloon. A 3.0 x 28mm des (des 1) was deployed over the asahi guide wire. The tip of the asahi guide wire became stuck in between the vessel wall and the deployed des1. Under fluoroscopy, the broken tip of the asahi guide wire was found under/at the proximal end of the des1. It was noted that the asahi guide wire was twisted together with the non-asahi guide wire inside the guiding catheter. After attempting to pull the asahi guide wire out of the anatomy, the guiding catheter moved and a dissection was noted at the ostium of the lad. Due to dissection, there was no flow for 15 minutes in the middle of the des1. Heparin and aggrastat were applied via ic and IV. The operator was changed and an attempt to rewire the lad was made with a new asahi guide wire. Balloon dilatation of the mid to proximal lad was performed with a small 1.0 x 6mm balloon. Another dilatation was performed with a 3.0 x 12mm balloon and a 3.0 x 18mm des (des2) was deployed right next to the des1. Because the dissection was not fully covered, a 3.5 x 15mm des (des3) was deployed right next to the des2 covering the left main with a non-asahi guide wire protecting the lcx. To completely cover the dissection, a 3.0 x 20mm des (des4) was deployed in the proximal to mid lad. With a 4.0x 8mm non-compliant balloon, kissing balloon dilatation was performed throughout the left main, lad, and lcx; proximal optimization technique was also performed in the left main. The pci was completed with successfully reestablished blood flow.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.